Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 6mm monopolar curved scissors tip is messed up, customer is unable to load scissor into the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.89mm x 1.65mm in size. Additionally, the instrument was found to have tube adapter scratch marks/abrasions. The complaint was confirmed by failure analysis.